Event description:
It was reported that the teeth of the blade were too large for the cutting block. Upon receipt of the blade, it was confirmed to be broken at the mount. It was also reported that there was no pt injury and another blade was used to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that one tab was broken at the mount. The returned blade was measured where possible and all critical specs were met. Investigation results indicate that the breakage may have happened when the blade was removed from the handpiece, however, this cannot be confirmed. Lot number info has not been provided to permit further investigation. The root cause is undetermined.